Event description:
On (B) (6) 2010 during a cardiac arrest, the auto pulse was secured to a backboard and the pt was placed on the auto pulse. When the auto pulse was turned on, and the start button was pressed a warning message appeared stating to reconnect the band. This could not be completed due to the fact that the auto pulse was secured to the backboard.